Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the readings of the insulin pump. Customer states that the blood/sensor glucose readings are off. The sensor glucose was around 90 mg/dl and the blood glucose was 49 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.